Event description:
As reported by our french affiliates, during implant of a 26mm sapien 3 ultra valve in the aortic position by transfemoral approach, during the valve deployment, the balloon ruptured due to a puncture. The valve did not embolize but the patient went into cardiac arrest as the valve was inoperative due to the underexpansion. Two minutes of cardiac massage and 1mg of adrenaline were administered as well as the insertion of a temporary wire via transfemoral approach. Then, the system was removed through the esheath with no difficulties. After removal of the device, a hole was seen on the balloon. The patient recovered and post-dilation was performed with a different 26mm commander delivery system. The final result after the post-dilation was good. The patient was noted as to be transferred to the cardiac ICU. As per the final assessment after the procedure, the patient's recovery of spontaneous rhythm in irregular atrial fibrillation and the pre-existing lbbb was increased from 120ms pre-tavi to 170ms). A pacemaker was implanted.